Manufacturer narrative:
(B)(4). Age of device: 0 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that during the implant procedure, after the pump was locked into place (evidenced by yellow markings on apical cuff lock not visible), the pump pulled up off of the apical cuff, still in a locked position. The apical cuff was unlocked, retracted, repositioned and locked back into place without difficulty. There was no reported delay in the procedure nor was there any adverse impact to the patient due to the event. No further information was provided.